Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported audio test failed no customer connected to unit and stated that device stayed in a closet and they happen to notice issue.. No this event did not result in a death or serious injury.

Event description:
Customer reported audio test failed no customer connected to unit and stated that device stayed in a closet and they happen to notice issue. The device was not connected to a patient when this event happened.